Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump¿s buttons were unable to press during bolus and numbers were not picking or not being displayed in the insulin pump. The customer¿s blood glucose was 127 mg/dl. Customer states that the insulin pump had pump error alarm. The customer able to clear the alarm and able to rewind the insulin pump. The customer also stated that they cannot navigate or scroll up or down using buttons of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the pump back on. No unexpected pump error 23 alarms were noted. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).